Event description:
On (B)(6)2010, the patient reported that he has experienced skin infections at his infusion site on 3 occasions over the past 2-3 months. He stated he went to the doctor and was prescribed an antibiotic to resolve the infection. No blood glucose issues were reported. The infusion sets are available to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.